Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged discrepant results for a single patient when using a cobas ® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system when compared to the results generated by genexpert cepheid, ultraplex® and a different cobas® liat® system. According to the customer, the patient sample was initially tested using the cobas® liat® system and generated a sars-cov-2 and influenza b positive result. The sample was then retested using the cepheid genexpert and ultraplex systems which were both negative for all targets. Later, the sample was tested on a different liat analyzer which likewise tested negative for all targets. The results were all reported to the patient and medical personnel, no harm or injury is alleged. Although requested, no sample run data was provided. Given the available information, a limited investigation was conducted to evaluate the customer allegation which did not identify any product problem.

Manufacturer narrative:
As raw data was unavailable, a system¿s assessment could not be performed. Furthermore, an analysis of the data from a reagent perspective could not be performed to determine if there are reagent related factors contributing to the issue alleged. Discrepancies between results of highly sensitive molecular tests can be observed for respiratory viruses when specimens contain very low concentrations of the analyte (i.e. Viral load). (B)(4).